Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op, it was reported that the patient had a broken rod and was in constant debilitating pain. No other information is available at this time.